Event description:
Additional information was provided from a consumer stated that when they were bolusing the handset, it took a long time to reach 90% again and the patient was asking for assistance in deleting the data. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient will call back if they need further assistance. The patient stated that they had a magnetic resonance imaging (MRI) this morning and were told if they were able to bolus the pump is back on and good. The agent reviewed MRI guidelines and that it is recommended to have the pump checked by managing physician. The patient will follow up with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 12 boluses a day and they had a lot of problems with the bolus working. It took 3-5 minutes to administer. The patient also confirmed the 90% lag issue. Per the patient, they had had the issue for about a month. The patient stated that it was so frustrating in the middle of the night when it took so long. The agent reviewed information and assisted the patient with clearing data on the handset after which the patient was able to successfully connect to the pump and deliver a bolus without any issue. The patient was going to monitor the lag issue and call back if further assistance was needed.